Event description:
Related manufacturer report number: 2017865-2025-15699. Related manufacturer report number: 2017865-2025-15700. It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the pulse generator, the right atrial (ra) lead and the right ventricular (rv) lead were over-sensing noise resulted in pacing inhibition. It was also reported that the over-sensed noise had resulted in inappropriate mode switch episodes on the pulse generator and the ra lead. No intervention was performed. The patient was in stable condition.